Event description:
Caller reported a cgm error 42, related to a g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. Following the reset, the pump no longer displayed the cgm error, and the caller successfully began their sensor session.